Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a year following a pulse field ablation (pfa) procedure using a farawave pfa catheter the developed transient complete av block and slow atrial fibrillation (a fib) which also resulted in episodes of syncope. The patient was hospitalized for six days, and a pacemaker was implanted after x-rays were taken. The catheter is not expected to be returned as it was disposed of by the site.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Correction to the initial MDR in blocks: d1: brand name. D2a: common name. D2b: pro code. D4: lot number, expiration date, and UDI. G1: MFR site facility name, MFR site address 1 & 2, MFR site city.

Event description:
It was reported that a year following a pulse field ablation (pfa) procedure using a farawave pfa catheter the developed transient complete av block and slow atrial fibrillation (a fib) which also resulted in episodes of syncope. The patient was hospitalized for six days, and a pacemaker was implanted after x-rays were taken. The catheter is not expected to be returned as it was disposed of by the site.